Event description:
It was reported that the customer was experiencing unexplained high blood glucose of 432 mg/dl, and they are going to the hospital after the call. The mother stated that the customer had ketones, nausea, and vomiting. The caller stated that the customer was treated with manual injections. Troubleshooting was performed. The time, date, and settings were correct. Assisted the mother to run a fixed prime test and the insulin did exit. Performed a high pressure test and passed. Advised the caller to remove the cannula, and it was bent. Recommended the customer to change the infusion set and reservoir every two to three days. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.